Manufacturer narrative:
Tamara v. Toidze, karolynn t. Echols and ricardo caraballo. 2015. A novel approach to recurrent vaginal vault prolapse in a patient with mullerian agenesis. Female pelvic medicine & reconstructive surgery, volume 00, number 00, month/month 2015: 1-3.

Event description:
It was reported via journal article that the patient underwent "an anterior and posterior repair with mesh using elevate and a transobturator sling[unknown manufacturer]." One year following implantation, the patient presented with recurrence of her protrusion, dyspareunia and decreased sexual satisfaction. She had no complaint of urinary incontinence. Pelvic examination revealed vaginal length was 4cm with total eversion and severe scarring from previous mesh placement. "Pelvic organ prolapse quantification points were as follows: aa, +3; ba, +3; c, +3; gh, 4; pb, 3; tvl, 4; ap, +3; and bp, +3." Both anterior and posterior meshes were easily palpable, and the patient was uncomfortable to mild pressure. Rectal examination revealed an asymptomatic stricture from the posterior arms, on the left more than the right. Surgery was performed to remove the vaginal mesh anteriorly and posteriorly. The patient tolerated the procedure "well" and continued regular vaginal dilation. Postoperative pelvic examination revealed no palpable mesh. There were no further patient complications reported as a result of this event.